Event description:
Resident was correctly being "hoyered" out of a geri chair, when she was transferred to bed & cna noticed blood on her arm & removed her shawl. There was a 1/2 inch laceration that was very deep & bleeding. When the geri chair was examined, it was found that one of the metal tabs that was holding the side panel in place was completely moved to an upright position. (Possibly the hoyer pad had slipped under it & moved it up as hoyer was raised). As this was raising up it cut a hole in the pts arm & then in the geri chair leather cushion approx 4" long. Area was bent back down. MFR was called. Duct tape placed on all tabs on all geri chairs. MFR will replace chair. Pt was sent to hosp ER for eval. She rec'd 4 sutures & was returned to rehab center.